Event description:
It was reported that during implant of the right ventricular (rv) lead there was placement difficulty. It was further reported that when the helix was extended into tissue two separate times ''the lead didn't bite'' into any tissue. It was additionally observed that the helix wouldn't fully extend. The rv lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.